Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with o2 pressure fault. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Per field service engineer (fse) the issue was due to hospital gas source failure. The unit is ok.